Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. However material from the production line was inspected and no issues were detected that can lead this customer complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the device fails the leak test. Alleged issue detected prior to patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The complaint sample consists of two individual pieces of tubing. Functional testing was performed on both sections of tubing and no issues were detected. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. Hospital and medical centers use multiple devices to make the connections needed for the patient's particular need. The leak test performed on this circuit was restricted to the circuit itself and does not take into account any other connectors, unions, extensions that might be used in the breathing circuit setup.

Event description:
The customer alleges that the device fails the leak test. Alleged issue detected prior to patient use.